Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the patient was bleeding at the impella access site and out of mouth, post trans-thoracic echocardiography probe insertion. Two units of packed red blood cells and a six pack of platelets were given in the operation room. Fibrillar inside pocket, bio-glue to anastomosis site packed with fibrillar and pressure dressing was applied. It was further reported that the patient expired on impella support after care was withdrawn. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely patient condition since the patient was bleeding from multiple sites. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to the initial MFR report: g1 MDR reporting contact email.